Manufacturer narrative:
H10: the device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Functional testing was performed and the reported condition was not duplicated. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient felt an electric shock from a homechoice pro automated pd system during set up. The patient was not connected to the machine at the time. The patient had been touching the device while loading the cassette. There was no report of patient injury or medical intervention associated with this event. No further information was available at the time of this report.